Manufacturer narrative:
Initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the probe had come down to the sterile processing department from the or and it was marked as bent. The site had initiated ordering a replacement probe and it was noted that the root cause was not explained to the sterile processing department and was also unknown by the or neuro coordinator. The probe was bent so it would not properly register. It was noted that the probe could not be registered when tested by a manufacturing representative (rep) and that the tip was too far from divot. The probe would not verify so it was marked for repair.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the passive ball point tip was damaged. This was found in the sterile processing department (spd). There was no patient present when this issue was identified.